Event description:
Customer reported fluid coming from both primary bag and the secondary bag during an infusion of vancomycin. Date of event unknown. Primary set. Secondary set. Customer reports that infusions are taking longer than expected; "hours for some drugs to infuse instead of 30-60 minutes". No patient harm reported. Product return requested. Follow up report will be filed when investigation is completed.